Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. P114021921) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("significant migraines"), amnesia ("memory loss"), disturbance in attention ("trouble concentrating"), tooth fracture ("broken tooth") and eczema ("eczema"), 5 years 4 months after insertion of essure. At the time of the report, the menorrhagia, migraine, amnesia, disturbance in attention, tooth fracture and eczema outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, eczema, menorrhagia, migraine and tooth fracture with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003525) on (B)(6) 2020. The most recent information was received on 31-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. P114021921- invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("significant migraines"), amnesia ("memory loss"), disturbance in attention ("trouble concentrating"), tooth fracture ("broken tooth") and eczema ("eczema"), 5 years 4 months after insertion of essure. At the time of the report, the menorrhagia, migraine, amnesia, disturbance in attention, tooth fracture and eczema outcome was unknown. The reporter provided no causality assessment for amnesia, disturbance in attention, eczema, menorrhagia, migraine and tooth fracture with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.